Event description:
The device was used during an unspecified procedure. Reportedly, the instrument made a noise and was difficult to open and close. The surgeon was able to complete the procedure with the device. The hosp has reported no pt injury occurred.